Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Internal CAPA # (B)(4) is in process to determine actions that can be taken to help prevent recurrence of this event. Reference complaint#: (B)(4).

Event description:
It was reported after insertion of an intra-aortic balloon (iab), the hospital staff observed moisture inside sterile packaging. After talking to more people it seemed to be lubricant that may have drifted and looked like moisture inside the sterile packaging. The balloon was not saved nor the packaging for investigation. There was no patient harm or adverse event reported.